Event description:
It was reported that an interlink paclitaxel set was found to have cracked in the loading channel causing a leak. The device was being infused with taxotere. This was observed during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not received for evaluation and the lot number was not known; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.